Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows the wand cable, saline tube, suction tube have been cut and removed from wand. There is a small piece of electrode detached. A functional evaluation could not be conducted due to tubing and wand cable being cut and removed. A review of the customer provided image shows a used wand, a partially detached electrode, and the packaging and confirms the part number and lot number provided. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The failure of smoking was not verified and the failure of break was verified: factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a tonsillectomy procedure, while the surgeon was stepping on the blue pedal (ablate), a heavy smoke appeared at the tip of the procise ez wand and he tried ablating the tonsils with the wand but it was not cutting well and one of the electrode broke off too. The surgery was delayed for 15-20 minutes while interchanging to a new smith and nephew device which was used to complete the surgery. There was no harm to the patient. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.